Event description:
The analyzer produced an initial beta-hcg result of 0.7 miu/l on a patient serum sample. Repeat analysis of the same patient sample produced a beta-hcg result of approximately 1700 to 1800 miu/l. The physician questioned the initial low result, so there was no patient treatment initiated, alerted, or stopped due to this occurrence.